Event description:
The connection for the power cord into the home monitor is burned and shorted out. Device will not turn on. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.